Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On november 15, 2006, the lay user/reporter contacted lifescan on behalf of the lay user/patient alleging that his one touch ultra meter was reading inaccurately high. The senior medical affairs specialist spoke with the reporter on novembr 27, 2006 to obtain/clarify information. Prior to bedtime, the patient obtained a result over 500 mg/dl, while experiencing no symptoms. He administered bolus insulin and obtained a 100 mg/dl a while later. A result of 70 mg/dl was obtained later that evening, which the father believed was due to his basal insulin. He was given a glass of milk as a precaution against hypoglycemia during the night. The following morning, the patient had obtained a 197 mg/dl before breakfast and complained about "feeling low." Around 8:30 am, he was found incoherent. The paramedics were contacted and upon their arrival a second result of 197 mg/dl was obtained on the reported meter while unconscious. While on transport to the ER, the paramedics obtained a 35 mg/dl on the emt meter. He was given dextrose and within minutes he had regained consciousness. The reporter could not recall the results obtained at the hospital; however, the patient was released after 5 to 6 hours.the customer care advocate (cca) verified that the uint of measurement and calibration code were set correctly. The patient was correctly cleaning the puncture area and using the correct testing technique. The test strips were in good condition and within expiration date. Control solution was not available for quality control testing. The cca upgraded the patient to a one touch ultra 2 meter and sent replacement test strips due to reporter's discomfort with the test strips. This complaint is being reported due to the following conclusion: the patient obtained a relatively elevated result (195 mg/dl), was feeling low, became incoherent, tested 197 mg/dl on the reported meter while unconsious, tested 35 mg/dl on the paramedics' meter, and received dextrose treatment.